Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and recorded battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device was scheduled for replacement. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that a battery depletion alert was confirmed during routine follow-up. A procedure to replace the device had been scheduled.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and recorded battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device was scheduled for replacement. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that a battery depletion alert was confirmed during routine follow-up. A procedure to replace the device had been scheduled. According to the additional information, this s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the d6a: implant date; and d6b: explant date.